Event description:
It was reported that the patient visited the hospital because the artificial urinary sphincter was not performing as expected. The patient underwent surgery two weeks later and inspection identified a hole in the cuff. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined. No anomalies were found with the cuff. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. The balloon was visually and microscopically examined, leak and pressure tested. The balloon passed the leak test. However, the balloon did not pass the functional test, because the pressure was below specifications. Based on the information available and analysis results, the reported hole could not be confirmed. However, an anomaly in the balloon was identified as the pressure was below specifications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the artificial urinary sphincter was not performing as expected. The patient underwent surgery two weeks later and inspection identified a hole in the cuff. All components were removed and replaced. There were no patient complications.